Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain and tibial cysts and will require revision surgery.